Event description:
It was reported that a motor stall occurred and the patient got ¿real sick.¿ the pump was replaced and the patient was better at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).